Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "system error" message and the device inappropriately shut down. Complainant indicated that the clinician was able to power the device back on to continue treating the patient. Complainant did not indicate that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.